Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. The customer did not provide physio with the original batteries that were in the device when it was observed to not power on, so the batteries were not examined or tested. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.